Event description:
It was reported patient underwent a hip resurfacing arthroplasty on (B)(6) 2006. Subsequently, patient is now experiencing audible squeaking on ambulation and elevated cobalt and chromium levels. Surgeon stated there will be a revision procedure; however the date is unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces. " this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02045/ 02046.